Event description:
After using liposuction for several minutes a leak was noticed coming from the infiltration tubing. Liposuction halted and new tubing obtained in order to finish with the procedure. Have expereienced similar defects in the past with this tubing.====================== manufacturer response for surgical suction tubing, infiltration tubing ez pump¿ - tubing, contour genesis infiltration (per site reporter)======================made them known of previous incident but had difficulty recieving a follow up to return the device for failure analysis